Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that plain old balloon angioplasty (poba) was performed in the distal left anterior descending artery (lad). After treating the lad, an attempt was made to cross through the heavily calcified 100% stenosed circumflex. While attempting to cross with a cross-it guide wire, upon torquing the guide wire the tip separated. Due to the way the separated tip was positioned between the opening of the circumflex and lad, a 4.0 x 23 mm xience xpedition was implanted to jail the tip against the vessel wall. There was no clinically significant delay in the procedure. The patient is doing good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.